Event description:
It was reported that on (B)(6) 2012, the patient could not turn their stimulation off. The patient also had pain in the right side of his head and pulling in his groin (patient stated he'd had groin problems prior). The patient could not urinate either. The patient went to the hospital clinic the following day at 9am. He still couldn't urinate. The clinic did not have a programmer. The patient felt as if his bladder was about to burst. The patient felt as if it was an emergency and wanted the wires cut and a catheter placed. The "or" (presumed operating room) had a programmer and was able to turn the device off. "The patient stopped in the patients head/face and the patient was able to urinate." The device was off and normal pain returned, but was bearable. The patient traveled 4-5 hours to get back home. That evening, the patient felt stimulation again. The patient's programmer noted the device was off. The patient continued to feel stimulation. The device was also overstimulating the patient, and the patient had a pins and needles sensation (location not provided). The patient called the nurse but it was unknown what the patient was told. The patient had "lost faith" in the stimulator as he didn't know when it would turn on or off. The patient was redirected to their physician. Additional information was requested.

Manufacturer narrative:
(B)(4).